Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has not used her scs system in approximately 2 yrs. The pt stated her ipg would not hold a charge and the battery depleted. A sjm rep contacted the pt and her husband, but was unable to make any connection to charge the ipg. The rep offered the pt a replacement charger, however, the pt declined a new charger. The pt stated she wanted her scs ipg replaced with a new one. F/u on (B)(6) 2014, identified the pt's physician plans to replace the pt's ipg. Surgical intervention is planned for a later date.